Manufacturer narrative:
Title: improvements of procedural results with a new-generation self-expanding transfemoral aortic valve prosthesis in comparison to the old-generation device citation: journal of interventional cardiology vol. 9999, no. 9999 (doi 10.1111/joic.12356) authors: bruna gomes, nicolas a. Geis, emmanuel chorianopoulos, benjamin meder, florian leuschner, hugo a. Katus, and raffi bekeredjian. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review regarding the procedural results of evolutr implantations verses corevalve implantations. All data were collected from a single center between july 2013 and february 2016. The study population included 200 patients (predominantly female; mean age 82.7 ± 4.8 years (evolutr) and 82.8 ± 4.5 (corevalve). Each of the two devices was implanted in 100 patients (serial numbers not provided). Among all patients implanted with a corevalve transcatheter bioprosthetic aortic valve, the percentage of adverse events included: s troke 3%, transient ischemic attack (tia) 1%, myocardial infarction 1%, bleeding 3%, access site complications 6.1%, permanent pacemaker implantations 23.8%, valve mal-positioning 1% and valve-in-valve 1%. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.